Event description:
The customer reported their AED's battery pack and pads are expired. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported the pads and battery pack are expired and they need to order replacements. He is new at the customer site with no history of the AED and did not have the device present during the call. Discussed proper maintenance and referred the customer to the distributor for replacement battery and pads. Advised the customer to connect the pads when they are received and to call back if the AED is displaying any service code warnings or a red asi. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.